Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the when the needle was removed, it remained "stuck' to the back of the unspecified bd venflon¿ pro safety IV catheter during use. The staff member pulled it loose and it stuck his finger. Additional labs were also taken from the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that he used a pink needle as shown in the picture. When the needle was removed it remained stuck to the back of the venflon as can be seen. The needle came loose when he pulled it. And then in his finger. This is the first time this has happened to the customer. He hasn't heard about this before either. Unfortunately, lot number is unavailable." "Additional labs had to be obtained that the patient consented to."

Event description:
It was reported that the when the needle was removed, it remained "stuck' to the back of the unspecified bd venflon¿ pro safety IV catheter during use. The staff member pulled it loose and it stuck his finger. Additional labs were also taken from the patient. The following information was provided by the initial reporter, translated from dutch to english: "customer reported that he used a pink needle as shown in the picture. When the needle was removed it remained stuck to the back of the venflon as can be seen. The needle came loose when he pulled it. And then in his finger. This is the first time this has happened to the customer. He hasn't heard about this before either. Unfortunately, lot number is unavailable." "Additional labs had to be obtained that the patient consented to."

Manufacturer narrative:
H.6. Investigation summary one photo was received by our quality team for evaluation. Upon visual inspection, the photo shows the cannula was detached from needle cap and exposed; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. It is not possible to perform any investigation on the photo alone. Complaint will be reopened for further investigation if a sample is returned. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trend.